Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump errors. Customer's blood glucose value was unknown. Customer reported a broken force sensor was detected during seating. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.